Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, nausea, vomiting and stomach pain. The customer stated that his blood glucose levels were greater than 600 mg/dl at the time of admission. The customer stated that she was wearing the insulin pump at the time of the hospitalization, but it was not giving her any insulin. The customer was advised by her hcp that she needs more training. Advised the customer that her local representative would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.